Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that high impedance issue was observed on both leads. Patient recently had a trauma and it was suspected that lead issue occurred as a result. Lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.